Event description:
Rn in an outpatient infusion room had intended to use a hot pack for warming the area of the arm to be used as an IV site. When she followed the directions on the pack to squeeze the sides to activate the hot pack, it burst. She had it happen three times. The first one went all over the patient's belongings, his jeans, the wall and the floor. The second and third bags burst again, but this time she attempted to activate them over the garbage can.